Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that while surgeon was doing a revision surgery - not of (B)(4) product, the head of the screwdriver broke off into the tibial augment - pieces were retrieved and there was no delay in the surgery or adverse consequence to the patient.

Manufacturer narrative:
An event regarding fracture involving a 1/8¿ hex drive was reported. The event was confirmed. Method & results: device evaluation and results: the hex drive was returned fractured. A material analysis was performed which concluded: ¿the hex pin failed in torsional overload. Eds was performed on the hex pin, and was consistent with a (B)(4). No materials or manufacturing defects were observed on the surfaces examined.¿ medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been no other events for the manufacturing lot. Conclusions: the investigation concluded that hex drive fractured from torsional overload. Material analysis found no evidence of material or manufacturing defects.

Event description:
It was reported that while surgeon was doing a revision surgery - not of stryker product, the head of the screwdriver broke off into the tibial augment - pieces were retrieved and there was no delay in the surgery or adverse consequence to the patient.